Manufacturer narrative:
Batch review performed on 15 may 2017. Lot 1651164: (B)(4) items manufactured and released on 22 august 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 18 may 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the piece was checked. The locking disc jumped off from the central screw of the plate. The piece showed also a partial detachment of the plastic bottom from the instrument due to the removal of the locking disc. It is not possible to determine with certainty the root cause of the event. This type of discrepancy is continuously monitored.

Event description:
While the surgeon was impacting the cup, a small piece of the impaction plate broke upon final impaction. The piece fell into the patient. The broken piece was recovered. There was no delay in surgery. The surgery was completed successfully. The instrumentation is available.